Event description:
It was reported patient presented to clinic with multiple episodes of non-sustained arrhythmias and non-sustained lead noise. Egms showed lead noise indicative of lead damage. Patient is scheduled for lead replacement later this month. There have been no other adverse consequences since initial noise episodes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states noise previously observed was consistent with lead fracture. The lead was capped. Patient was fine after event.